Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient¿s parent reported inaccurate cgm values which occurred on the same day after the sensor had been inserted into the arm. The patient experienced nausea, blurry vision and his cgm displayed high. His parents transported the patient to the emergency department where his bg was 300 mg/dl, treated with IV fluids for dehydration, and monitored for diabetic ketoacidosis. The patient was released 4 ¿ 5 hours later and felt fine. Once home, the sensor was removed, and it was noted the sensor wire was bent. At the time of the report the patient was still feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
Cmpl-(B)(4). 3004753838-2023-090074 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.